Manufacturer narrative:
Patient weight not available from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(6) 2014. RMA issued. Replacement device shipped to site (B)(6) 2013. Medtronic investigation of returned suspect device finds that when the field generator was connected to a test system with the ent application the registration probe verified within specifications. Verification, tracking, and accuracy with the registration probe looked normal. The entire phantom head model was successfully navigated without issue. The emitter was connected to a test system with the cranial application and the emitter passed the pegboard test within accuracy specifications. Fully functional. No hardware faults were found to be the cause of the alleged inaccuracy. A software investigation was completed and found the head holder was not edited out of the 3d model prior to registration. In addition, the images provided show a larger sized patient which is not ideal for tracer registration. Pointmerge registration was successful. Software is functioning as designed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. The rescheduled surgery was completed successfully; the surgeon was able to achieve successful registration using pointmerge.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon was having difficulty successfully registering the patient with the navigation system. When the surgeon did get a successful registration, using tracer, the tip of the nose was accurate but as the surgeon navigated to the forehead, there was a 3-4 cm inaccuracy. Pointmerge registration gave the same result and it was reproducible after each registration. The patient's right side was furthest away from the emitter, and when the software recalculated the position of the collected points, most of the dots that were collected disappeared on the right side. The medtronic representative unplugged and re-plugged the emitter and saw a noticeable improvement in accuracy. The surgeon opted to stop navigation and reschedule the procedure.